Manufacturer narrative:
On 10/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/06/2015 a medtronic representative, following-up at the site, reported the levels for the procedure were l4-5 bilateral screws. It was believed all 4 screws were revised under flouro with a c-arm. Navigation was discontinued. It was determined likely the reference frame was placed on the thoracic spine. On 10/13/2015 a medtronic representative confirmed the navigation system was functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. After the screws were placed, the surgeon took a post-op spin with the imaging system and noted that all of the screws were off laterally. No specific measurement was provided. Delay in therapy was 40 minutes. The surgeon opted to continue, however, completed the procedure without the use of the navigation system and without the imaging system.

Manufacturer narrative:
Device manufacture date provided. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated. Per follow-up with the rep, it was suspected that the reference frame placement was too far away from the working area and caused the inaccuracy. The instructions for use (IFU) that accompanies the device contains the following warning regarding frame placement, "always make sure that the reference frame is rigidly mounted with respect to the anatomy intended for navigation."